Event description:
Pt bought from a local store, their brand name equivalent of "breathe right" nasal strips. The store's brand has such strong glue/adhesive that it actually removed a patch of skin from their nose. The glue/adhesive that they use on their nasal strips is obviously too strong. They are hard to adhere to the nose -they don't always stick upon contact-, and then trying to get the strips off the nose is very difficult and painful, resulting in skin removal. Pt has never experienced a problem with the "breathe right" strips as they did with this brand equivalent. Pt feels store should have a warning on their box in big letters stating, "warning: may remove skin from nose/face."